Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the intensive care unit upon exhibiting ventricular tachycardia. The patient received cardiopulmonary resuscitation (CPR) and external shock in order to mitigate the arrhythmia. Interrogation of the patient's implantable cardioverter defibrillator revealed that the device had exhibited intermittent ventricular under-sensing resulting in failure to delivery high voltage therapy during three episodes of ventricular tachycardia. Programming changes were made. The patient was stable.